Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Analysis confirmed the reported damage; upper case and lower case are broken and contaminated. Side bail covers are broken. Battery release, lead flex cover, one output connector, side bails, battery drawer, battery flex and heart lead flex are contaminated. Ring cover and ring are missing, battery contacts are compressed, and keyboard is scratched. It is noted one case screw glued in. Analysis also found the device failed numerous incoming functional testing; heart lead flex out of electrical specification (electrical shorted diode on ventricle side). Battery returned with device measured 8.74 volts no load. Further analysis was performed on the heart lead flex. Visual inspection revealed no anomalies. Bench analysis revealed a failure on a diode. Conclusion: confirmed the failures reported during service and repair of the device caused by a diode component failure. (B)(4).

Event description:
It was reported the external pacemaker does not sense. It was also reported the device is damaged. The device was returned for repair. There was no patient involvement indicated.